Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the field clinical representative that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The chronic subcutaneous implantable cardioverter defibrillator (s-ICD) device and chronic electrode were explanted due to pocket infection. There were no patient adverse effects reported as the result of the explant procedure.